Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient age and dob requested but not provided.

Event description:
The customer reported that during shift change at 0630, the off-going night shift nurse and the oncoming day shift nurse verified a new bag of versed 50mg/100ml to infuse at a rate of 4mg/hour (8ml/hour) which was to be switched out shortly as the current versed IV bag hanging was nearing completion. The off-going night shift nurse scanned the medication and the oncoming day shift nurse hung the medication after receiving report and while performing her full patient assessment at approximately 0715. It was expected that the versed infusion would infuse for approximately 12.5 hours. The pump programming, drug concentration and patient information were all verified by two nurses prior to initiating the new versed infusion. At 0810, the nurse discovered that the versed had over infused, in which 3 nurses verified the device programming to be correct after the event occurred. The patient was previously on ventilation support and was being sedated secondary to a traumatic injury. There was no report of patient harm.

Event description:
The customer reported that during shift change at 0630, the off-going night shift nurse and the oncoming day shift nurse verified a new bag of versed 50mg/100ml to infuse at a rate of 4mg/hour (8ml/hour) which was to be switched out shortly as the current versed IV bag hanging was nearing completion. The off-going night shift nurse scanned the medication and the oncoming day shift nurse hung the medication after receiving report and while performing her full patient assessment at approximately 0715. It was expected that the versed infusion would infuse for approximately 12.5 hours. The pump programming, drug concentration and patient information were all verified by two nurses prior to initiating the new versed infusion. At 0810, the nurse discovered that the versed had over infused, in which 3 nurses verified the device programming to be correct after the event occurred. The patient was previously on ventilation support and was being sedated secondary to a traumatic injury. There was no report of patient harm.

Manufacturer narrative:
Information for concomitant medical products-100ml baxter bag ndc 0338-0049-38 lot p380170 exp dec19 0.9% sodium chloride injection. The customer¿s report of an over infusion was neither confirmed nor replicated. Functional testing performed found the pump module to be delivering fluid within specification. The pcu event log contained no obvious programming errors that would result in the reported event. The root cause of the customer¿s experience of an over infusion was not identified.

Manufacturer narrative:
100ml baxter bag ndc 0338-0049-38 ,lot p380170 ,exp dec19 . 0.9% nacl injection additional information provided: the affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that during shift change at 0630, the off-going night shift nurse and the oncoming day shift nurse verified a new bag of versed 50mg/100ml to infuse at a rate of 4mg/hour (8ml/hour) which was to be switched out shortly as the current versed IV bag hanging was nearing completion. The off-going night shift nurse scanned the medication and the oncoming day shift nurse hung the medication after receiving report and while performing her full patient assessment at approximately 0715. It was expected that the versed infusion would infuse for approximately 12.5 hours. The pump programming, drug concentration and patient information were all verified by two nurses prior to initiating the new versed infusion. At 0810, the nurse discovered that the versed had over infused, in which 3 nurses verified the device programming to be correct after the event occurred. The patient was previously on ventilation support and was being sedated secondary to a traumatic injury. There was no report of patient harm.